Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type cath ext set was cracked and leaked during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d9, d10, h3, h4, h6 (update codes), h11 b5: it was further informed that the device was used for administering 10% dextrose and antibiotics (benzylpenicillin or gentamycin). H4: the lot was manufactured in february 2024. H11: the device and retained sample were received for evaluation. Visual inspection was performed on the returned sample and a crack in the luer was observed. Visual inspection of the retention sample did not identify any abnormalities that could have contributed to the reported condition. Gravity testing and leak testing underwater were performed on the retained sample and no leak was observed. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.